Event description:
Only 4 days in to initial use. During real time care, amico golift, serial# (B)(4)located in the ICU broke. There was no patient harm, a small plastic piece broke off and landed on the patient during a patient transfer.